Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer found the sheath of the maryland bipolar forceps instrument was peeled off. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer inspected the instrument prior to use and found the black insulation was stripped or damaged. There was no issue found prior to or after reprocessing. During the last use, the customer did not observe any arcing or loss of cautery with the instrument. The customer completed the procedure with the instrument and confirmed that no fragment fell inside of the patient. No known impact or patient consequence was reported. It was unknown if it collided with any other instrument or tool during the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting damaged conductor wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage, no missing material but the wires were exposed. The complaint regarding damaged conductor wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation of the instrument found dried residue on the clamping pulleys. This complaint is considered a reportable event due to the following conclusion: the maryland bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.